Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious events of cerebral infarction, unilateral blindness, optic atrophy, retinal vascular disorder and necrosis were considered expected and possibly related to the unspecified ha filler treatment. Serious criteria included permanent disability and damage to a body structure. The events were consistent with distal perfusion defects secondary to embolic phenomenon. The cerebral infarcts were asymptomatic. Contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption number e2015005

Event description:
Case reference number (B)(4) is a literature report sent on 06-nov-2018 which refers to a female aged (B)(6). Zubair a. Ansari, catherine j. Choi, andrew j. Rong, benjamin p. Erickson & david t. Tse (2018). Ocular and cerebral infarction from periocular filler injection, orbit, doi: 10.1080/01676830.2018.1537287. The patient presented to the institution for a second opinion of acute vision loss of her right eye, sustained one month prior during hyaluronic acid filler treatment of the ipsilateral glabella. The patient's medical history included myopia. Immediately following injection, the patient experienced acute permanent vision loss(blindness unilateral), and was treated with aspirin [acetylsalicylic acid] and [prednisone] taper over 3 days. The vision did not improve. No light perception in the right eye and 20/20 vision in the left eye. An MRI demonstrated scattered infarcts of the parietal lobes (cerebral infarction). The patient reported no focal neurologic deficits. The patient also presented with black nose/violaceous color (implant site necrosis) on the tip and right ala of the nose. Anterior segment examination was within normal limits, but a dilated fundus examination of the right eye showed a large fibrotic membrane emanating from a pallorous optic nerve. Also visible were atrophic macula (optic atrophy) and retina with sclerotic vasculature (retinal vascular disorder). Optical coherence tomography revealed severe attenuation of all "layer" of the retina. A fluorescein angiogram obtained showed patchy choroidal filling with diffuse vascular attenuation. Outcome at the time of the report: acute permanent vision loss was not recovered/not resolved. Scattered infarcts of the parietal lobes was not recovered/not resolved. Atrophic macula was not recovered/not resolved. Black nose/violaceous color was unknown. Retina with sclerotic vasculature was not recovered/not resolved.